Manufacturer narrative:
Device record history was review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. The reported event failure to release was not confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported that during leadless pacemaker (lp) implant, multiple attempts were made to release the lp but the device failed to release from the catheter. The lp was removed from the body and the procedure was completed using an alternate catheter and lp on (B)(6) 2023. The patient was stable.